Event description:
A distributor in (B)(6) reported that when an iw910aek mobile infant warmer is first switched on, the power fail alarm activates both audibly and visually. However, after a short period of time, both visual and audible alarms stop. This event was detected prior to distribution of the product to a user facility. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (B)(4) for investigation. We will submit a follow-up report without findings following completion of the investigation.